Event description:
It was reported that one and a half months after a coronary stenting treatment procedure, the pt presents with an acute myocardial infarction (mi). During the initial procedure, the vessel being treated was the distal circumflex (cx). Two balloon dilatations were performed. A 2.5 mm x 15 mm balloon (type unknown) was inflated to 12 atms and 6 atms respectively (exact location unknown). A taxus express2 8.8% 2.75 mm x 20 drug eluting stent was deployed at 11 atms in the distal cx. A taxus express2 8.8% 3.0 mm x 16 mm was deployed at 16 atms distal to the first taxus stent. A taxus express2 8.8% 3.5 mm x 16 mm stent was deployed at 14 atms proximal to the first taxus stent. The pt is reported to present with an acute mi, chest pain and breathing difficulties. Repeat angiography revealed an occlusion in the cx after the first obtuse marginal. IV reopro was administered. Thrombosis filled the entire cx. Difficulties passing the occlusion after the second stent were encountered. The physician attempted to dilate the thrombosis with an angioplasty balloon. No blood flow resumed initially. After numerous successful dilatations with a long angioplasty balloon, the second stent was opened which revealed distal blood flow. The entire cx was then balloon dilated and an apollo stent was successfully deployed in between the first and second stent. The final result was good. No additional info is available at this time.